Event description:
It was reported that insulin was running by itself and the piston is not reaching the reservoir. Customer was concerned and did not want to use the reservoirs from the same lot number. Customer had changed four reservoirs and also the infusion set and insulin. Blood glucose value was 145 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.